Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, shortly after inserting a new dexcom sensor in the arm, the pregnant patient received a glucose reading of 46 mg/dl. In response, the patient consumed a significant amount of sugar and carbohydrates. She reported feeling unwell and frightened, and sought assistance at her school clinic. At the clinic, a fingerstick test indicated a glucose level of 178 mg/dl. The school nurse advised the patient to consult a physician. Upon evaluation, the physician referred her to the hospital for further testing. At the hospital, a laboratory test revealed elevated blood glucose levels (marked high). No medications were administered; only blood samples were taken. After several hours, the patient¿s blood glucose levels decreased, and she was discharged. During the discharge process, the patient was recovering and reported feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 11/12/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/31/2025, the pregnant patient reported feeling unwell and noted persistently low estimated glucose values (egv) on her dexcom app, with readings as low as 46 mg/dl from morning until lunchtime. It was not confirmed whether the patient performed any bg checks during this period. She consumed sugar and carbohydrates in response to the low readings. At approximately 12:00 pm, while at work in a school setting, the patient experienced worsening symptoms. A fingerstick test performed by the school nurse showed a glucose level of 198 mg/dl, while the dexcom app continued to display egv between 50-60 mg/dl. After a brief wait and recheck, the discrepancy remained greater than 100 mg/dl. Following the nurse¿s recommendation, the patient proceeded to the hospital. During this time, the dexcom continued to show extremely low egv values, while the hospital¿s glucometer indicated higher glucose levels. The patient was advised to replace the sensor. It was not confirmed during the call whether any medication was administered for hyperglycemia, and the extent of hyperglycemia upon arrival at the emergency department was not documented. A follow-up call was placed on (B)(6) 2025 to the patient¿s mobile number; however, the call went to voicemail, and confirmation could not be obtained. During the initial report, the patient was noted to be recovering and feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem- correction/additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h10: corrected data.